Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage could not be determined. Fluid flowed freely through the entire fluid path though the soft cannula was flattened. No blockages or leaks were observed. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed that would prevent the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14.9 mmol/l (268.2 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.